Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had an "error 2" issue. The pt tests her blood glucose 4 or more times a day. She manages her diabetes with self-adjusted insulin. The pt indicated that the alleged meter issue started on two days earlier, at an unk time. The pt did not take any actions related to diabetes treatment as a result of the reported issue. On an unspecified date/time after the issue began, the pt developed "low symptoms." It is not clear as to what specific symptoms the pt had. On the day prior to original date, at 10:00 pm, she administered self-care by eating food to raise her blood glucose level. The pt was not tested on another device during the time of concern. The reported issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed unspecified symptoms that she attributes to hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, life scan will inform FDA of the results in a supplemental report.